Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, cosmetic wear was noted on the housing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset high-definition lcd monitor to the olympus service center. Upon inspection and testing of the returned device, it was observed that the monitor had dead pixels. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated: d8, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the issue was a defective lcd panel, which caused the dot/pixel dropout to occur. The root-cause of the defective lcd panel could not be determined. Per the legal manufacturer, the other device defect included in the initial MDR, cosmetic wear was noted on the housing, has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.